Event description:
It was reported that the user experienced connectivity and pairing issues between the ilet system and the freestyle libre 3 plus sensor, leading to cgm not paired and dosing stops soon alerts; the agent guided the user to toggle sensors and attempt reconnection, after which the sensor paired and function returned to normal. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and education conducted with the user. Investigation of this case revealed a resolved pairing failure with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was user-level connectivity interruption resolved through standard troubleshooting.